Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was not returned for evaluation. Device history record (DHR) - review was not possible because no lot or serial number was provided. A complaint investigation (failure analysis) and determination of root cause is not possible. The complaint could not be verified due to a product sample not being returned after 3 documented requests in order to verify the complaint. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that patient's head slipped in the xr2 radiolucent skull clamp during an unspecified procedure on (B)(6) 2020. No patient laceration or injury occurred. Upon close examination of skull clamp, it was found that the spring in the ratchet plunger was either broken or missing. Prior to start of the case, the clamp was checked to have good holding strength, however once pressure was released intraoperatively, the ratchet mechanism released and the patient's head slid down to the skull clamp body. The clamp was replaced and the procedure proceeded without further incident. The torque screw eventually fell apart after multiple people tested the clamp post surgery. There was no known surgery delay. Additional information has been requested.